Manufacturer narrative:
(B)(4).

Event description:
Procedure type: total gastrectomy. According to the rptr: after firing, the jaws would not open, even when the black return knob was returned. The jaws were forced open with a clamp. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used. Oozing under 200cc occurred. Nothing fell into the pt cavity. Operating room time was not extended more than 30 minutes.